Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 (captured in this complaint), the patient was found sweating profusely and unresponsive. Emergency medical service (ems) was called. When ems arrived, the patient was treated with glucose gel packets. The reporter could not recall the patient's cgm value or bg meter value. Ems transported the patient to the emergency room (ER). At the ER, the patient's cgm was reading 80 mgdl, and the bg meter was reading 42 mgdl. At 3:00am on (B)(6) 2024, the patient was discharged home after being treated with 1000mg of tylenol. Later that evening, around 7:30pm (captured in cmpl-13589053/240813-009319), the patient was again found unresponsive. The patient's bg meter reading was 23 mgdl, but no cgm comparison value was reported. Ems was called and once ems arrived, the patient bg meter reading was 32 mgdl, no cgm comparison value was reported. The patient was transported back to the ER, where she was diagnosed with pneumonia, septic shock, a urinary tract infection (uti), and low blood pressure. The patient was admitted to the intensive care unit (ICU) for a week before being transferred to a rehabilitation facility. The patient was discharged home from the rehabilitation facility on (B)(6) 2024. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information available. The patient was in good condition at the time of report. No additional patient or event information is available.